Manufacturer narrative:
Patient identifier - requested but not provided. Age and date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the wire was removed it was apparent that there was not a valve in the hub of the sheath. There was no patient harm and no consequences reported. Additional information was received on april 24, 2018. The patient did not suffer physically. There was not a significant amount of blood loss as the fault was spotted quickly and thankfully it did not result in an air embolism although the risk of this was high. He remains at his pre-procedure condition. The patient who this equipment was used on does have a history of infection with extended spectrum beta-lactamases.

Manufacturer narrative:
This report is being submitted as follow up no.2 to provide the completed investigation. One 9fr ik device was received for product evaluation. The sheath was returned along with the dilator. After decontamination, the returned components were subjected to visual analysis. There were no gross anomalies noted with the dilator. When the sheath was examined there was no valve present in the hub of the sheath. The dilator was then inserted into the sheath to check if the valve had been dislodged into the sheath. There were no anomalies noted with the insertion of the dilator into the sheath. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.